Event description:
It was reported that system 6 aseptic housing fractured during a procedure at user facility; it could potentially expose non sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
Additional information: d10; h3 reason for no evaluation. Device not returned to the manufacturer for evaluation

Event description:
It was reported that system 6 aseptic housing fractured during a procedure at user facility; it could potentially expose non sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.